Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely cause a system shut down or lock-up or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board, fluoro functions board and high voltage regulator supply board were reseated. Also, the power supply voltage was adjusted. The system was then found to be operating as intended.